Event description:
It was reported that a merlin.net transmission revealed multiple episodes of inappropriate auto mode switching due to diagnostics anomaly. The device remained implanted. No patient symptoms or intervention were reported.

Manufacturer narrative:
.